Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2024. On (B)(6)2024, the patient was pale, having trouble walking, and felt ¿symptoms of hypoglycemia¿. The patient's cgm was reading 388 mg/dl, and the bg meter was reading 44 mg/dl. The patient was wearing a tandem insulin pump. Around 4:00pm, the patient¿s mother transported the patient to the emergency room at the advice of the patient¿s nurse practitioner. At the ER, the patient was treated with IV glucose and his tandem insulin pump was disconnected. The patient was discharged home around 10:00am the following day (less than 24 hours). The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.